Event description:
Pt's nurse contacted dexcom technical support on (B)(6) 2010 to report that pt had experienced a potential device inaccuracy (cgm reading at 166 mg/dl; bg reading at 49 mg/dl) leading to a seizure. Pt was fine by the time of the call. Pt appears to have inserted the sensor on (B)(6) 2010 and restarted the same sensor on (B)(6) 2010, exceeding the 7-day period for sensor wear. The event occurred on (B)(6) 2010, which was day 10 of sensor wear.

Manufacturer narrative:
Dexcom evaluated the receiver data and concluded that pt wore the same sensor for longer than the 7-day limit described in the product labeling. The event occurred on day 10 of sensor wear. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.